Event description:
Complainant alleged that during biomed testing, the device was unable to adjust pacer rate and pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect control board was returned. The reported malfunction was observed and attributed to a faulty control switch on the control board. The customer confirmed that the replacement control board resolved the malfunction. No trend is associated with reports of this type.